Manufacturer narrative:
See scanned page.

Event description:
It was reported that the pt had expired. The cause of death was 'inconclusive'. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.